Event description:
It was reported to the manufacturer by the end user, per the end user, "patient fall". Numerous requests to this facility have been made to receive additional information and details related to this alleged incident report with no response from the facility. The manufacturer of the mattress and control unit has been notified about the incident. Complaint#: (B)(4) were entered into our system to have the bed returned to joerns for investigation. As of this writing, the bed has not been returned.